Manufacturer narrative:
Additional information received that this was entered in error as this is a duplicate report for MDR # 2424472-2024-00395. This follow up report is to report that this MDR is a duplicate of MDR # 2424472-2024-00395. Please disregard this report due to this being a duplicate report.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that cavitron jet plus package-2015 it is alleged to have overheated and tip got hot. No injury occurred.